Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. A number of secondary issues were also noted. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The test strip vial was over labelled by a third party. The test strip enzyme was found to be contaminated. Finally, test strips were stuck together due to not being cut properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.